Event description:
Discordant advia centaur xp hbc total (B)(6) results were obtained on samples from two patients. The patient samples were tested on an alternate method and the results were (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp hbc total result.

Manufacturer narrative:
Internal investigations show lots 044, 045 and 046 do not meet the specificity claims in the instructions for use (IFU) that is distributed outside the united states. As a result, urgent field safety notice, no.10813861, was issued to siemens customers outside the us november 2012. The IFU (07063154 rev. P) distributed outside the us states in the limitations section : "assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific (B)(6)."